Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode. The episode was managed with fast-acting carbs; the user did not require help from others and did not lose consciousness. No outside medical intervention was required.